Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had a small hole in the skin above the device. It was then opted to perform a pocket revision by placing the device under the pectoral muscle in attempt to save. In addition, there was no infection noted. The device remains in service. No additional adverse patient effects were reported.